Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer did not perform air removal step in loading process. Customer¿s blood glucose level was 200 mg/dl. Reportedly, customer continued using pump for insulin therapy.